Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had experienced a power loss on their insulin pump without a low battery indicator. The customer's blood glucose was 134 mg/dl. The customer was advised to use new aaa batteries to resolve the issue. The customer did not return the product back for analysis.